Event description:
It was reported an issue with monoplus suture. The client reported tha when opened the package, the thread and needle detached. Additional information has not been provided.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Manufacturer narrative:
Summary of investigation: there is a previous complaint of this code batch for the same issue and closed as confirmed after the analysis. We manufactured and distributed in the market 324 units. There are no units in stock in b. Braun surgical's warehouse. We have received 2 open samples, needle detached from the thread and thread still wound on pack on both samples. In the previous complaint, also 2 open samples received with the needle detached from the thread. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: the most probable root cause is that the attachment of the needle was not correctly done as the samples received show that the needle escaped from the thread. Final conclusion: considering that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.